Event description:
It was reported that this right atrial (ra) lead was explanted due to the patient having twiddlers syndrome, which was confirmed through fluoroscopy. The lead was suspected to be fracture, as it presented impedance high out range issues; however, it was not confirmed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to the patient having twiddlers syndrome. The leads were suspected to be fracture, but it was not confirmed. No additional adverse patient effects were reported.